Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 250 mg/dl prior to the event. Troubleshooting was performed. The insulin pump was programmed. The customer was using quick-set infusion sets. When the history files were checked, it was discovered that a prime of 6.8 units of insulin was delivered prior to the event. The customer stated that he programmed a prime to make sure insulin exited the tubing, and he may have reconnected while the prime was still delivering. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.